Manufacturer narrative:
(B)(4). Further evaluation of the returned, unused stopcocks was performed. A review of the stopcock vendor specifications in conjunction with the test method used for initial evaluation and the standard clinical application of the device was completed. It was determined that the initial returned goods testing was not aligned with manufacturing line hydrostatic pressure testing procedures. The initial testing stressed the device at up to 440 psi with the stopcock in the closed position, resulting in fluid leaking out of the back of the on/off lever. The additional analysis determined that the specifications do not require the seal at the back of the on/off lever to withstand that amount of direct pressure, and the test method did not replicate the clinical application of the device. When tested in accordance with manufacturing hydrostatic pressure test procedures, vendor specifications, and in accordance with expected clinical use pressures at the high end, all returned stopcocks passed pressure testing with the indeflators holding pressure and no anomalies, leaks, or air was observed. There is no indication of a lot specific product deficiency.

Event description:
It was reported in MFR# 2024168-2011-02487 that during a right coronary artery (rca) procedure, using a copilot, air was seen in the rca. Bradycardia and st elevation occurred that resolved within 15 minutes after atropine and oxygen were given. There was no adverse patient sequela. Additionally, 16 sterile, unused devices from the same lot were returned. Device analysis of all 16 sterile, unused devices found the indeflators could not be pressurized to 440 psi due to fluid leaking out of the back of the stopcocks.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sixteen unused, sterile, representative priority packs (pacs) from the same lot were returned by the customer for analysis. The copilots of the returned pacs were all at an opened position. There were no damages noted to the returned sterile pacs. During functional testing, the caps of the returned copilots were rotated in a closed position and the returned stopcocks were attached to the rotator in an off position and the returned indeflators were filled with water in the attempt to pressurize to 440 psi. However, the indeflators could not be pressurized to 440 psi, due to fluid leaking out of the back of the on/off lever of the stopcock accessory device in all of the received packs. No leaks or anomalies were observed with the copilot devices. A review of the priority pack lot history records did not find any nonconforming material records for this lot that would have contributed to the reported event. Apart from the incidents referenced above, a query of the complaint database found no other incidents reported for this lot. A sampling of vendor stopcocks is visually and functionally inspected through receiving inspection procedures. Review of the receiving inspection records for the stopcock found no failures. The investigation is on-going. The other copilots are reported under separate medwatch MFR numbers.